Manufacturer narrative:
As reported in a research article, a 28mm amplatzer amulet left atrial appendage occluder was implanted in patient with co-morbidities including atrial fibrillation and anticoagulant treatment for gastrointestinal bleeding. It was reported two days post-procedure, the patient presented with dyspnea. Echocardiography revealed the device had embolized in the left ventricular outflow tract and aortic valve, causing severe aortic insufficiency (regurgitation). A decision was made to surgically remove the device. During intervention, it was also observed there was a perforation and prolapse of the non-coronary leaflet, which required suturing and repair. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title: "migration of the left atrial appendage closure device to the aorta".

Event description:
The article, "migration of the left atrial appendage closure device to the aorta", was reviewed.the article presented a case study of a male patient with atrial fibrillation and anticoagulant treatment for gastrointestinal bleeding. It was reported that on an unknown date, a 28mm amplatzer amulet left atrial appendage occluder was implanted. It was reported two days post-procedure, the patient presented with dyspnea. Echocardiography revealed the device had embolized in the left ventricular outflow tract and aortic valve, causing severe aortic insufficiency (regurgitation). A decision was made to surgically remove the device. During intervention, it was also observed there was a perforation and prolapse of the non-coronary leaflet, which required suturing and repair. The patient was extubated and discharged two days later. [The primary and corresponding author was susana gonzález-suárez, department of surgery, department of anesthesiology and intensive care, cardiovascular diseases research group, universitat autònoma de barcelona, unitat docent vall d´hebron, vall d´hebron university hospital, vall d´hebron institut de recerca (vhir), passeig vall d´hebron 119-129, barcelona 08035, spain, with corresponding email: susana.gonzalez@uab.cat].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the lot number was not provided.